Event description:
Reportedly, a pt was being treated for severe epistaxis due to both nasal cavities bleeding. One nasal cavity was packed with bismuth subnitrate iodosorn paste impregnated gauze (bipp) and a silicone foley catheter, secured in place with a metal gate clamp. Ten hours later, it was discovered that the catheter had fractured at the site of the gate clamp. The catheter portion distal to the gate clamp could not be found in the nasal cavity. The hosp has reported no pt injury occurred.